Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation,as corrosion on scope socket has been confirmed, it is presumed that signal communication was not conducted properly due to corrosion on scope socket, then it led to occurrence of [intermittent image]. In regards to the second issue, as reproduction of [error code e204] is not confirmed, and failure has not been confirmed, presumed cause could not be identified. No adverse event was occurred. Olympus will continue to monitor field performance for this device.